Event description:
The account alleged that the head of the bed moves unintentionally.

Manufacturer narrative:
The technician checked the functions on both siderails, found the left siderail control not working properly but could not duplicate the unintentional movement. The technician replaced the left siderail user control module to repair the bed.